Manufacturer narrative:
A ge representative evaluated the system and adjusted the camera power supply. The system operates as intended.

Event description:
It was reported that the system would not produce x-rays. No patient injury was reported.